Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2017-12215 it was reported that stuck in stent occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected for use. When a 2.00mm balloon catheter was used for pre-dilation, it was unable to cross the lesion. Thus, the physician opted to use 1.0 mm balloon catheter and performed pre-dilation successfully. Intravascular ultrasound (ivus) measurement was done after dilating again by using 2.00mm balloon catheter. Opticross¿ imaging catheter was used for visualization, however, lost image was noticed during pullback. Another opticross¿ imaging catheter was inserted to perform checking of the lesion. Synergy¿ drug-eluting stent was implanted and visualized, however, when the physician pulled the opticross¿ imaging catheter, the guidewire exit port got stuck with the stent strut of the synergy¿ drug-eluting stent. In order to remove the devices, the outer shaft of opticross¿ imaging catheter was cut and transducer was removed from the shaft. Following this, a non-bsc guidewire was inserted into the shaft and successfully removed both devices from the patient's body. It was noticed that there was a wire separation between opticross¿ imaging catheter and a non-bsc guidewire. Post-dilation was performed using 2.5mm balloon catheter. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was returned cut in the proximal sheath assembly. A damage was observed on the guidewire exit port assembly. A kink was observed in the telescope assembly from femoral marker to the proximal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-12215. It was reported that stuck in stent occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected for use. When a 2.00mm balloon catheter was used for pre-dilation, it was unable to cross the lesion. Thus, the physician opted to use 1.0 mm balloon catheter and performed pre-dilation successfully. Intravascular ultrasound (ivus) measurement was done after dilating again by using 2.00mm balloon catheter. Opticross¿ imaging catheter was used for visualization, however, lost image was noticed during pullback. Another opticross¿ imaging catheter was inserted to perform checking of the lesion. Synergy¿ drug-eluting stent was implanted and visualized, however, when the physician pulled the opticross¿ imaging catheter, the guidewire exit port got stuck with the stent strut of the synergy¿ drug-eluting stent. In order to remove the devices, the outer shaft of opticross¿ imaging catheter was cut and transducer was removed from the shaft. Following this, a non-bsc guidewire was inserted into the shaft and successfully removed both devices from the patient's body. It was noticed that there was a wire separation between opticross¿ imaging catheter and a non-bsc guidewire. Post-dilation was performed using 2.5mm balloon catheter. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications nor injuries were reported.